Event description:
One patient sample with discrepant sodium results. Initial result gave 115 mmol/l; repeat gave 121 mmol/l. Initial result was not reported. The field service representative determined the cause of the discrepancy to be due to a problem with the sodium electrode, and replaced sodium electrode. Performance tests were performed and within specification.